Event description:
It was reported when withdrawing the scope from the patient, the balloon came off the distal tip of the scope and fell into the patient's lung cavity. When preparing the scope the tip looked narrower and the balloon did not have a snug fit. The balloon was retrieved immediately. There was a slight delay to the diagnostic procedure while the balloon was replaced and the procedure was completed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the balloon was not lubricated. The balloon was attached using a balloon applicator. And the subject device was inspected, prior to use. The device malfunction, occurred in the middle of the procedure. The customer is use to using bf-uc190f (ultrasound bronchofibervideoscope). An I-gel supraglottic airway or laryngeal mask was used on the patient, during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (g2), and to provide additional information received through follow up (b5). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the balloon fell off in the patient's lungs occurred, due to the balloons might have not deflated completely, when the endoscope was withdrawn from the patient. However, the subject device was not returned. And the root cause of the reported event could not be determined. The event can be prevented, by following the instructions for use, which state: "never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it. And could result in patient injury". "Never inflate the balloon to a diameter of more than 20 mm, when using the endoscope in the trachea. This could result in suffocation of the patient". "Never withdraw the endoscope, while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-7b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris". "When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasonic image and endoscopic field of view. Withdrawing the endoscope, while the balloon is inflated could result in patient injury". "Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury". "Deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope, while the balloon is inflated could result in patient injury". Olympus will continue to monitor field performance for this device.